Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery during the rewind and then again during basal delivery after the set was changed. The customer was unsure of the blood glucose reading. Insulin exited with a fixed prime during troubleshooting. The customer stated that none of the previous four infusion sets had bent cannulas. The customer reported that the blood glucose had been as high as 580 mg/dl and had been running high for over a week. The customer had been treating with the insulin pump and with manual injections. The drive support cap appeared normal and recessed. Insulin exited with the manual prime and no air bubbles or leaks were observed. The customer was advised to change the entire set, reservoir, and insulin and treat per a health care professional's instruction. The insulin pump was not returned or replaced.